Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Analysis of the lead ((B)(4)) found that the stim lead body conductor was broken at the titan anchor site and that all 8 conductors were broken and the stylet coil was crushed 18.5cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 09-oct-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their implant was turned off and it depleted overnight. The patient had charged the implant fully saturday and it was showing ¾ full when they went to bed and when they woke up it was empty. Further information received from the manufacturer representative reported that the patient stated they were charging too often, they were charging every couple of days. The patient had not been recently reprogrammed, switched to a new group or had any falls or traumas that could be related to the issue. A recharge interval calculation using constant 24/7 usage showed they would charge every three days. It was confirmed with the clinician programmer that the patient uses the device the majority of every day and may turn it off at night. Recharge statistics were pulled and showed two good charging sessions and attempted charge sessions the next day that were very short but confirmed the implant was not depleted overnight and was still full. It was noted that the patient had greater than 10000 ohms on some contacts. Initially taken at defaults it showed that contacts 0-7, 10 and 13 were greater than 10000 ohms and when it was rerun at 3v 0-7 showed greater t han 30000 and the other lead normalized. The patient was getting good therapy and was not using those contacts. Additional information received from a manufacturer representative (rep) and the patient. It was reported that the patient was using the system for 7 ye ars. The patient came in for a battery replacement and lead revision. The patient has not been using the bad lead. The hcp swapped out both leads to cover a new area of pain as well as to give the patient a full body MRI system. The rep reprogrammed and the patient had good coverage of her initial pain area. The patient also had an incident where the battery did not stay charged over one weekend. Since the rep last saw the patient, there were no more issues with the battery. It was also reported that the cause of the issue was not determined and the defective lead is being sent in to be analyzed. The issue was reported to be resolved. No further complications were reported.